Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient reported that she had to be hospitalized for diabetic ketoacidosis and her blood glucose reading between 22 to 23 mmol/l (396 to 414 mg/dl). At the hospital they placed her on an insulin drip with potassium and saline. The pod was worn between 4 and 24 hours on the back.